Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 807:05 failure code. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated.

Manufacturer narrative:
(B)(4). The reported condition of 807:05 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "807:05 failure code". (B)(4).